Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a "no disposable, clamp tubing" alarm occurred to a smiths medical cadd® cadd-legacy® plus pump then turning into a "no disposable, pump won't run" alarm. The pump was taken out of service and was noted that the alarm possible occurred due to the cassette. There were no reported adverse effects.